Event description:
It was reported that a user experienced low blood glucose at 52 mg/dl events at the time of call while using the ilet after recent illness and requested for assistance. The agent explained the function of a reset and provided general education and troubleshooting without medical advice. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. Symptoms reported were foggy brain and lightheadedness associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-managed with guidance on device use and no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.